Event description:
Reported via journal article. It was reported an embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified point, the closure device embolized into the left atrium. The closure device was successfully retrieved using a double snaring technique, without the need for open heart surgery. It was further reported from the full journal article, that this patient was enrolled in the option-af study. At the time of implant the patient concomitantly underwent atrial fibrillation cryoablation. The 27mm watchman flx closure device was deployed, met release criteria, and was released. Post procedure, the patient was prescribed a regimen of rivaroxaban 20mg and aspirin 100mg. One (1) week post-implant, the patient experienced dyspnea and fatigue. The patient did not seek medical attention. Three (3) months post-implant the patient was evaluated for routine follow-up. Transesophageal echocardiogram (tee) revealed the embolized closure device in the left atrium. The closure device was on the atrial side of the mitral valve, causing significant valvular obstruction. For retrieval of the closure device, the patient was placed under general anesthesia, with tee and fluoroscopy guidance. Right femoral vein access was gained and two (2) steerable introducers (8f and 12f) were positioned in the left atrium. The closure device was immobilized with a bioptome advanced through the 12f steerable introducer and encircled along its transverse axis by a snare catheter inserted through the 8f steerable introducer. The tightening of the snare catheter gave the closure device an hourglass shape. The bioptome was exchanged for a second snare catheter which was able to catch the closure device close to its proximal end. The first snare catheter was loosened and traction was applied to the second snare catheter. Being pulled from a site close to the former allocation of the screw, the closure device collapsed almost entirely into the 12f steerable introducer. The 12f steerable introducer with the closure device inside, was removed together with the 8f steerable introducer. Post-procedural tee revealed no damage to the mitral valve. The patient's dyspnea resolved immediately after the retrieval procedure. The patient did not undergo re-implantation and aspirin was stopped.

Manufacturer narrative:
B3: estimated based off journal article date. D6a: estimated based off journal article date. D6b: estimated based off journal article date. Literature citation: ferraris f, et al. (2022) successful percutaneous retrieval of an embolized left atrial appendage occluder. Jacc: case reports 2022: 4(24) p.101689.

Event description:
Reported via journal article: it was reported an embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified point, the closure device embolized into the left atrium. The closure device was successfully retrieved using a double snaring technique, without the need for open heart surgery.

Event description:
Reported via journal article. It was reported an embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified point, the closure device embolized into the left atrium. The closure device was successfully retrieved using a double snaring technique, without the need for open heart surgery. It was further reported from the full journal article, that this patient was enrolled in the option-af study. At the time of implant the patient concomitantly underwent atrial fibrillation cryoablation. The 27mm watchman flx closure device was deployed, met release criteria, and was released. Post procedure, the patient was prescribed a regimen of rivaroxaban 20mg and aspirin 100mg. One (1) week post-implant, the patient experienced dyspnea and fatigue. The patient did not seek medical attention. Three (3) months post-implant the patient was evaluated for routine follow-up. Transesophageal echocardiogram (tee) revealed the embolized closure device in the left atrium. The closure device was on the atrial side of the mitral valve, causing significant valvular obstruction. For retrieval of the closure device, the patient was placed under general anesthesia, with tee and fluoroscopy guidance. Right femoral vein access was gained and two (2) steerable introducers (8f and 12f) were positioned in the left atrium. The closure device was immobilized with a bioptome advanced through the 12f steerable introducer and encircled along its transverse axis by a snare catheter inserted through the 8f steerable introducer. The tightening of the snare catheter gave the closure device an hourglass shape. The bioptome was exchanged for a second snare catheter which was able to catch the closure device close to its proximal end. The first snare catheter was loosened and traction was applied to the second snare catheter. Being pulled from a site close to the former allocation of the screw, the closure device collapsed almost entirely into the 12f steerable introducer. The 12f steerable introducer with the closure device inside, was removed together with the 8f steerable introducer. Post-procedural tee revealed no damage to the mitral valve. The patient's dyspnea resolved immediately after the retrieval procedure. The patient did not undergo re-implantation and aspirin was stopped. It was further reported that the patient was enrolled in the option clinical study (watchman group) on (B)(6) 2021 with patient identifier (B)(6) and the procedure was performed eighteen days later. This event was identified as a duplicate, previously reported under report number 2134265-2021-12444. Therefore, this event is no longer a reportable event.

Manufacturer narrative:
Literature citation: ferraris f, et al. (2022) successful percutaneous retrieval of an embolized left atrial appendage occluder. Jacc: case reports 2022: 4(24) p.101689.